Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, after the varicose vein was located, it was then prepared for ligation. Upon attempting to ligate the varicose vein, it was found that all of the bands were already deployed directly without ligating the lesion. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block 11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached. The ligator housing teeth were found in good condition. Additionally, the handle had marks of tje trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands prematurely deployed cannot be confirmed during the product analysis since this failure can only be seen during the procedure. Upon analysis, the returned ligator housing had no bands attached and the ligator housing teeth were in good condition. The reported event "bands premature deployment" would only be able to be seen during the procedure and there were no photos or evidence showing that the bands got deployed prematurely. Based on the available information and the product analysis of the returned device, it did not identify any evidence of either the alleged problem(s). Therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportabl event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, after the varicose vein was located, it was then prepared for ligation. Upon attempting to ligate the varicose vein, it was found that all of the bands were already deployed directly without ligating the lesion. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.